Event description:
It was reported the patient requested chemotherapy mainly due to breast cancer surgery for more than 3 months, came to our department on (B)(6) 2023, and was admitted to the hospital with "milk rock" in the outpatient clinic, and underwent the first intravenous chemotherapy on (B)(6) 2023, and underwent percutaneous transperipheral catheterization in our department. At the time of admission, the patient complained of earthworm-like varicose veins in the superficial blood vessels around the catheter, with superficial vein bulging and dilation, and peripheral induration chest x-ray re-examination on (B)(6) 2023: ectopic catheter. Phlebitis is considered to be caused by ectopic central venous catheters through peripheral teahouses.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient requested chemotherapy mainly due to breast cancer surgery for more than 3 months, came to our department on (B)(6) 2023, and was admitted to the hospital with "milk rock" in the outpatient clinic, and underwent the first intravenous chemotherapy on (B)(6) 2023, and underwent percutaneous transperipheral catheterization in our department. At the time of admission, the patient complained of earthworm-like varicose veins in the superficial blood vessels around the catheter, with superficial vein bulging and dilation, and peripheral induration chest x-ray re-examination on (B)(6) 2023: ectopic catheter. Phlebitis is considered to be caused by ectopic central venous catheters through peripheral teahouses.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient requested chemotherapy mainly due to breast cancer surgery for more than 3 months, came to our department on (B)(6) 2023, and was admitted to the hospital with "milk rock" in the outpatient clinic, and underwent the first intravenous chemotherapy on (B)(6) 2023, and underwent percutaneous transperipheral catheterization in our department. At the time of admission, the patient complained of earthworm-like varicose veins in the superficial blood vessels around the catheter, with superficial vein bulging and dilation, and peripheral induration chest x-ray re-examination on (B)(6) 2023: ectopic catheter. Phlebitis is considered to be caused by ectopic central venous catheters through peripheral teahouses.